Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side device rupture, pain and "my implants were affected by the recall a few years ago." Later reported "capsular contracture baker grade ii". Device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification) ¿ pain: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Patient reported left side device rupture, pain and "my implants were affected by the recall a few years ago." Later reported "capsular contracture baker grade ii". Device has been explanted and replaced with another manufacture's device.